Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During surgery, the surgeon passed empty syringe to the nurse after use. The plastic safety cover hadn¿t closed properly and had failed to secure closed needle stick injury resulted as the needs remained exposed after injury a second attempt to close was attempted and the cover detached from the needle completely were there any diagnostics performed as a result of the contaminated needle stick? Blood tests for inoculation injury policy. If yes, what diagnostics were performed? Blood born disease screening. Was any medical intervention required? No.

Manufacturer narrative:
A device history record review was completed for provided material number 305895 and lot number 2405002. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of reported lot number were obtained from the manufacturing facility. The retained samples showed no signs of defect with their safety mechanisms and it was possible to activate the safety mechanisms by following the instructions for use. Based on the investigation results, an exact manufacturing related cause could not be determined for this reported incident. Every single lot produced is tested prior to final release for safety shield activation. The assembly process has a 100% inspection system for safety shield activation. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information

Event description:
No additional information.

Manufacturer narrative:
Correction: annex f code updated.